Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported a proximal occlusion alarm. The reporter went to backprime then set flush. The pump displayed proximal occlusion a start up open/close or backprime alarm. The reporter mentioned that they open the door to rectify the alarm. There was patient involvement and no patient harm. There was a delay in patient therapy.

Manufacturer narrative:
No samples were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarm; corrective actions are in process.